Event description:
When trying to remove the guide wire from the disepnser, the proximal core of the guide wire (approx 40 cm proximal to the distal end) was separated. When removing, there was no resistance or pulling with force.